Event description:
Patient's target inr is 2-3. Inr below 2 since (B)(6) 2024. Admitted (B)(6) 2024 with vad alarms indicating no flow to vad. Pt currently in supraventricular tachycardia and having chest pain. Bivalrudin started. Emergent surgery performed with bend relief removal of biodebris of the outflow graft with return of vad flows.